Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a prospective patient regarding their friend with an implantable neurostimulator (ins). It was reported that the patient had nothing but problems with infections. There were no reports of device issues or allegations. Indication for use is unknown.